Event description:
It was reported that during a 3-month follow up, the imaging revealed a fishmouthing of the subject flow diverter stent at the distal end. The patient previously experienced weakness in one lower limb, but the condition has improved and is now stable. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event ¿stent tapering¿.

Event description:
It was reported that during a 3-month follow up, the imaging revealed a fishmouthing of the subject flow diverter stent at the distal end. The patient previously experienced weakness in one lower limb, but the condition has improved and is now stable. No other information is available.